Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to implantation of the left ventricular lead, a coronary wire got struck inside the lead. The lead was removed with the wire inside the lumen and another lead was implanted instead. No adverse consequences were reported by the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.